Event description:
It was reported that a train traveling at approximately eighty km per hour collided with a stationary ambulance car. A patient was lying on the device and passed away as a result of the accident.

Event description:
It was reported that a train traveling at approximately eighty km per hour collided with a stationary ambulance car. A patient was lying on the device and passed away as a result of the accident.

Manufacturer narrative:
It was reported that the power pro 2 ambulance cot was involved in an ambulance accident. A patient passed away due to the ambulance accident. However, it was confirmed that the stryker product did not contribute to this event. As there was no reported defect or malfunction with the unit, this does not meet the definition of a complaint and will be closed without further investigation.